Event description:
A patient underwent a thrombectomy and atherectomy procedure using the aspirex catheter. During the procedure, wire are broken. There was no reported patient injury.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the aspirex that are cleared in the us. The pro code and 510 k number for the aspirex are identified in d2 and g4. Manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: a guide wire was returned for evaluation and physical investigated. During physical investigation a guide wire was received. The guide wire was found broken several times. The first break is t 65 cm, the second at 2 cm, the third is at 1.5 cm and the fourth break is at 202 cm from the tip of the catheter. The user report does not provide more detail information when the break occurred and therefore it is not clear how the guidewire tip break happened. The break of the guidewire can be result of blockage or aspiration of very thick thrombotic material that results in catheter overheating, guidewire moving together with the catheter, guidewire overheating and break. Moreover, guidewire tip break can be result of the catheter working too close to the guidewire tip and interfering which can result in break or due to tortuous anatomy while retrieving the guidewire. A clear root cause could not be identified but a broken guidewire represents a known inherent risk. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. B5, g3, h6 (method, result, conclusion). Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the aspirex that are cleared in the us. The pro code and 510 k number for the aspirex are identified in d2 and g4. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
A patient underwent a recanalization procedure using the aspirex catheter. During the procedure, wire are broken.